Manufacturer narrative:
A replacement siderail release lever was ordered for the account. Repairs have not been completed.

Event description:
The account alleged that the siderail release lever on the right intermediate siderail is cracked in the area where it comes in contact with the spring latch, which is preventing the siderail from latching. A pt was on the bed when the problem was found and was not injured.